Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with 64ml sodium chloride (non-baxter product) and 50mg/ml fluorouracil (non-baxter product) for a total fill volume of 107ml. The reporter stated that after 48 hours, the device had underinfused. The expected therapy time was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The small volume folfusor was manufactured between june 18, 2014 to june 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.